Manufacturer narrative:
Our product evaluation laboratory received one model 12tlw805f35 catheter with a 3ml syringe. Balloon inflation testing was performed and back pressure was observed from the balloon inflation lumen, indicating an occlusion. The balloon inflation lumen was found to be occluded with an unknown clear material at approximately 30cm from the catheter tip. Both the balloon and windings were intact. The through lumen was found to be patent and did not leak. No other visible damage or inconsistency was observed from the catheter body. The unknown particle was sent to chemistry for further analysis and a supplemental report will be submit with the findings. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of balloon issues was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: ¿use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that prior to use in a male patient, the balloon on a fogarty catheter was unable to be fully inflated nor deflate well. There was no patient injury. No other patient demographics were known.

Manufacturer narrative:
The unknown particle was sent to chemistry for evaluation. Ir spectrum of the unknown particulate was inconclusive. Spectroscopy analysis detected iodine, chloride and sodium. The detected elements are commonly used in the type of procedures for which the reported catheter is used. Iodine is typically found in contrast medium and sodium and chloride are components of normal saline. It should be noted that the IFU states: ¿use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded.¿

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per additional testing by the product evaluation lab, the inflation lumen inner diameter was measured to be 0.0112 inches, which was within specification. It was clarified that the customer report of a balloon inflation issue was confirmed on evaluation; however, balloon deflation could not be tested.